Manufacturer narrative:
Age or date of birth: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Date of event: the exact date of the event is unknown. The provided event date, (B)(6) 2019, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2019. Lot #, expiration date, manufacture date: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in the antrum of the stomach transgastric to the pancreas during a procedure performed in (B)(6) 2019. According to the complainant, during a per-protocol axios stent removal procedure performed on an unknown date, while removing the stent, the physician noticed that the stent had "incurred some tissue ingrowth." The physician attempted to remove the stent using rat tooth forceps and a snare; however, argon plasma coagulation (apc) had to be performed on the ingrown tissue in order to allow the physician to successfully remove the stent using a snare. There were no patient complications reported as a result of this event.